Event description:
Patient underwent breast biopsy. During biopsy needle with vacuum portion of procedure, biopsy needle did not function as intended including not trimming for obtaining biopsies. Needle removed from service, new needle obtained and procedure completed. No additional treatment or interventions required for patient.